Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many devices were involved (suture breakage issue) in this single procedure? Initial procedure date? Lot number. Note: events reported via mw # 2210968-2020-00181.

Event description:
It was reported that the patient underwent cardiac anastomosis on an unknown date and suture was used. During the procedure, the suture snapped. There were no adverse patient consequences reported.